Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (slda) was due to pre-existing anatomy (i.e., septal leaflet insertion influenced by the lead and large coaptation gap). The reported image resolution poor was associated with the imaging challenges. The reported off-label use was associated with the use of mitraclip device for tricuspid valve repair. The reported unchanged tr appears to be related to the slda. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that an off-label mitraclip procedure was performed to treat severe functional tricuspid regurgitation (tr). Prior to the procedure, a paravalvular leak (pvl) closure was performed on a surgical mitral valve. The patient presented with a large coaptation gap, and septal leaflet restriction caused by a pre-existing lead. Two mitraclips were implanted with no reported issue. A third clip was positioned on the septal/posterior leaflets. After deployment, a single leaflet device attachment (slda) was observed. The clip had detached from the septal leaflet. The device functioned as intended prior to the slda. Per the physician, there was a lead impingement. The lead was initially causing the tr and septal restriction due it's placement. The forces were strong on the septal leaflet from the lead and the coaptation gap, that an slda occurred. The clip was intended to correct the tr. Leaflet insertion assessment (lia) was successful, but imaging was challenging. Transesophageal echocardiography (tee) and ice was used to optimize imaging. Intervention was not performed and will be assessed if needed. Tr remained severe/ unchanged. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.